Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl. Her current blood glucose level is 166 mg/dl. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).